Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with a 270cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her right side postoperatively. As a result, the patient underwent explantation and replacement with mentor gel device on (B)(6) 2021. On (B)(6) 2021, mentor became aware that the patient also experienced bilateral ptosis in addition to right capsular contracture; baker grade IV, and date of bilateral replacement surgery with 215cc mentor smooth round silicone gel implants was on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.